Manufacturer narrative:
Unit passed displacement test, self test, and active current measurement. Unit received with unexpected battery power loss in power graph and had high sleep current, problem isolated to pcb 2. (B)(4).

Event description:
The customer reported via phone call that the insulin pump did receive a low battery alert prior to the replace battery alert. Customer's blood glucose level was 177 mg/dl. Customer stated the battery was not previously used. Customer stated this was the second occurrence of replace battery alert with a low battery warning in less than 8 hours. Customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.